Event description:
It was reported that the pacemaker system triggered a lead safety switch on the right ventricular (rv) lead channel. Technical services (ts) assessed the system and determined that the lead safety switch occurred due to shock impedance measurements spikes that became out of range but returned to normal shortly after. Ts noted the behavior is consistent based on the non-bsc leads connection with the device header. Testing was completed in unipolar and bipolar configurations, and it was recommended that the rv lead be reprogrammed with unipolar pacing and bipolar sensing. No adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker system triggered a lead safety switch on the right ventricular (rv) lead channel. Technical services (ts) assessed the system and determined that the lead safety switch occurred due to shock impedance measurements spikes that became out of range but returned to normal shortly after. Ts noted the behavior is consistent based on the non-bsc leads connection with the device header. It was recommended that the rv lead be reprogrammed with unipolar pacing and bipolar sensing. No adverse patient effects were reported. This pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint summary for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.